Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that the patient's infection has resolved.

Manufacturer narrative:
Concomitant medical products: model 3186 (x2), scs lead - therapy date unknown; model 1192, scs anchor - therapy date unknown; model 3660, scs ipg - therapy date unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related MFR report number: 3006705815-2019-01690, 3006705815-2019-01691, 1627487-2019-05389, 1627487-2019-05390. It was reported that the patient had an open wound at the lead site which got infected and resulted in sepsis. As a result, patient was admitted to the hospital and underwent surgical intervention to explant the leads and anchors. The patient was given IV antibiotics over the course of several days to address the infection.